Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. The instructions for use states the following: " to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4). Sample not available.

Event description:
It was reported that the silicone foley catheter was cuffing because the nursing staff aspirated the syringe to deflate the balloon. The cuffing on the balloon caused the patient to have strictures which caused the patient to need to undergo urethral dilation at the tip of the urethra. The doctor claims that the nurses aspirated the syringe as well as pre-tested the syringe before using it on the patient.